Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with an active l spine implant. The implant was implanted at l5-s1 and was re-implanted immediately as the doctor did not like the location of the device as it was implanted laterally; there was no revision surgery. There was no delay in surgery and there was no malfunction of the device. There will be no sample for return to manufacturer as the same device was used for implantation. The patient outcome was good. Additional information was not provided. The article code of the implant is unknown. The adverse event is filed under aag reference 400437003.

Event description:
Clarification: the implant was re-implanted immediately. The the doctor did not like the location of the device as it was implanted laterally; there was no revision surgery. There was no alleged malfunction of the device.

Manufacturer narrative:
B5: due to the clarification, the report was reassessed and found to no longer require submission. No malfunction or serious injury.